Manufacturer narrative:
Corrected data: h3- device evaluation: "visual inspection found the haptic torn" should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue/debris on the lens. Visual inspection found black growth on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -5.00/1.0/091 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.